Event description:
It was reported the tip of the cannula of this biopsy needle was noted to be bent during preparation. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was rec'd, evaluated and retained by this manufacturer. The engineering evaluation indicated the outer cannula tip was burred and mushroomed up and away from the cannula. The unit exhibited good functioning during cycle testing. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."